Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps was used during a esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the device was inserted into the scope. When they opened the biopsy forceps one of the jaws was almost disconnected. The forceps were closed and removed from the scope. Once outside the patient, one jaw fell off. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The patient ID and weight are unknown. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).